Manufacturer narrative:
Patient diagnosed with left-side capsular contract, baker grade iii. Patient elected to remove both (side) devices and replace with larger implants.

Event description:
Patient diagnosed with left-side capsular contracture, baker grade iii.